Event description:
It was reported that the patient had an abdominal infection resulting in the drug infusion system being removed/explanted on (B)(6) 2014 with some of the catheter left in place. The patient had experienced acute increased spasticity but was put on oral baclofen and had been on that for months since (B)(6) 2014. It was unknown what medication this device system delivered at the time of the event. Additional information was requested. It was further provided that the primary location of the infection was abdominal. It was not known if a culture was taken or the treatment instituted for the infection. The patient was doing well and the infection resolved. This device system delivered lioresal. It was further reported that the patient was quite contracted and very thin however, they implanted this 40ml pump. The infection started around (B)(6) 2013. The staples were removed that day and a significant amount of drainage was noted. There was no fever but a small shallow open area was present and they could see the pump. The pump needed to be explanted. The explanted was now reported to have occurred on (B)(6) 2014. This explanted pump, which was now alarming was to be programmed off and was not going to be returned. A new pump was later implanted on (B)(6) 2014. The patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID: 870953, serial# (B)(4), product type: catheter.

Event description:
.